Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the edge of the elevated rim liner was crushed and then broken during impaction of the shell.